Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
This information got during recall information communication. A patient had pneumonia 25 days after surgery. And the patient dead 40 days after surgery. A physician in charge of the patient left the hospital. So detail information couldn't get.

Manufacturer narrative:
Referring to the product inquiry the trochanteric nail kit, ti gamma3® ø10x170mm x 125° is the only reported device and thus considered the primary product. A review of the device history records revealed no discrepancies. The trochanteric nail kit was documented faultless prior to distribution. The reported nail was not returned for evaluation because it has been ¿disposed¿ according to information received. However, no product malfunction was reported; the issue is about the death of a patient 40 days after surgery due to pneumonia. It was reported: ¿this information got during recall information communication. A patient had pneumonia 25 days after surgery. And the patient dead 40 days after surgery. (¿)¿ the event description in combination with the reported product (gamma3 trochanteric nail kit) is not comprehensible. The reported gamma3 trochanteric nail kit was not involved in any recall. Clarification of the facts and detailed information has been repeatedly requested by the investigation site without response from (B)(4). The case was presented to a consulting health care professional who commented on the event as follows: ¿ ¿pneumonia is a typical unspecific complication after such surgical procedures, particularly in elderly patients. ¿ a cause and effect relationship cannot be established between a potentially unsterile guide wire respectively intramedullary nail and pneumonia. ¿ infections caused by an unsterile guide wire respectively implant such as an intramedullary nail result in local bone / soft tissue inflammations.¿ based on the above the root cause of the reported event is not related to the trochanteric nail kit, ti gamma3® ø10x170mm x 125° in question. However, the real root cause of the event could not be determined with the information given.

Event description:
This information got during recall information communication. A patient had pneumonia 25 days after surgery. And the patient dead 40 days after surgery. A physician in charge of the patient left the hospital. So detail information couldn't get.